Event description:
It was reported the system was ramping up to maximum technique with an exposure error and the system was unable to acquire an interpretable image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse and the high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.